Event description:
Additional information was received that the lead configuration was reprogrammed to rv coil to can and the physician will continue monitoring.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) defibrillation lead and another manufacturer's implantable cardioverter defibrillator (ICD) exhibited increased shock impedance measurements resulting in high out of range shock impedance measurements greater than 125 ohms. Boston scientific technical services (ts) discussed potential programming options. No adverse patient effects were reported. This product remains implanted and in service.